Event description:
It was reported that a fractured impactor pad was discovered during inspection. It is unknown when the device fractured.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and the device was found to be fractured. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.